Event description:
It was reported by the contact that the customer's blood glucose (bg) level was 200 mg/dl and the next day the bg was at 532 mg/dl. The customer was treated at the hospital with an insulin drip for diabetic ketoacidosis. The pump history indicated that the customer had an occlusion alarm and had not changed the pump supplies. The contact performed a system check with tandem technical support and the cartridge and infusion set functioned as intended.

Manufacturer narrative:
The customer reported to have been discharged from the hospital on (B)(6) 2015 and thought the occlusions were due to using the infusion set too long as it had been used for over four days. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.